Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 0079133. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that syringe 10ml saline fill china sp plunger was difficult to move. The following information was provided by the initial reporter: on (B)(6) 2020, during the maintenance of the infusion port flushing tube, when using the bd flush, the resistance was found to be large during the static push pre-flushing. Carefully check and consider the quality of the stopper. Report to the head nurse and replace it bd flush.